Event description:
It was reported that an unknown aortic valve was disabled via valve in valve procedure after an unknown implant duration due to unknown reason. Tavr was completed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported and learned through implant patient registry that a 29mm 3300tfx aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 14 years, 9 months due to unknown reason. Tavr was completed with a 26mm 9755rsl transcatheter valve.